Event description:
It was reported during in clinic follow up that the patient was noted to have loss of capture on their right ventricular (rv) lead and was found to have dislodged. The lead was repositioned on (B)(6) 2024. The patient was stable.